Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed an unexpected restart alarm every time after a battery change. Customer reported the insulin pump alarmed 6 failed battery test alarms. Customer reported the device always lost the date and time settings and rewound automatically. Customer reported the insulin pump also alarmed an iop test failure alarm and a displayable history check failed alarm. Customer's blood glucose was unknown. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.